Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal 2000mcg/ml for a total dose of 2500mcg via an implantable pump for intractable spasticity and head/brain injury. It was reported the patient came to the office for a refill, and the expected reservoir volume (erv) was 6cc and the actual reservoir volume (arv) was 35cc. There was no known factors that may have led, caused, or contributed to the issue. It was noted the logs were read and did not show any motor stalls. It was noted that there has not yet been any actions or interventions done as they are consulting with the surgeon to discuss a dye study of the catheter. It was noted that the issue was not resolved at time of report and patient's status at time of report was "alive-no injury." It was noted no surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: catheter product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2017. Analysis of the 8703w catheter identified an area of compression on the catheter body. Analysis of the pump found no anomaly. Eval conclusion code ¿ \ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-apr-2017 from a healthcare professional (hcp) and it was reported that the pump was delivering lioresal (2000 mcg/ml at 2501.4 mcg/day) and that the patient had been at the 2500 mcg/day since 2013. The patient also had oral baclofen (30 mg/bid). Per this reporter, the first volume discrepancy was at the last refill on (B)(6) 2017. The actual residual volume (36 ml) was greater than the expected residual volume (6.3 ml). Today the actual residual volume was 39 ml and the expected residual volume was 31.3 ml. The pump event logs were checked and were normal. A kub (kidney/ureter/ bladder) x-ray was done to visualize the system and the results were ¿negative¿. The hcp would possibly decrease the dose to see how the patient tolerated that. The patient had no symptoms and was doing great.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Interrogation of the device found that it was being used to deliver 2 ,000 mcg/ml baclofen at 99.9 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-dec-22. The pump and catheter segments were returned to the manufacturer for analysis. The explant date was reported to be 2017 (B)(6), with an ¿event date¿ also listed as 2017-(B)(6). The device was removed for ¿baclofen pump failure.¿ the device was used with/in a patient for treatment. There was no patient death and no patient injury. There were no further complications reported/anticipated.